Event description:
A healthcare professional reported that a dull knife was noted prior to surgery. An alternate knife was obtained in order to begin the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The returned sample was examined per facility procedure and was observed to have a damaged, bent tip. Functional sharpness testing could not be performed due to the bent tip condition of the sample. The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A device history record review was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record reviews. Complaint history examination indicates that one additional complaint was associated with the reviewed lot. The bent tip of the returned blade appears to be caused by handling or by the blade's tip touching other surgical instruments. The damage to the returned sample is consistent with damage that can occur when the tip contacts a hard surface such as the protective blade tray if product is improperly removed, from improper handling or from contact with another instrument during surgery or set-up. How or when the returned blade became bent cannot be specifically determined. A team was sent to the reporting facility on (B)(4) 2014, in order to observe scheduled surgeries. All the actions of the sterile nurse regarding the surgical tray were observed. At one point, when the nurse ¿rolled¿ the blade handle to make room for additional instruments, a dull knife blade was predicted. When that blade was used for the incision, it was declared dull by the surgeon. The blade was replaced with a new knife that was untouched on the surgical tray and the incision was successful. After this observation, we ensured to have a quick meeting with the nurse staff to ensure the blades for the next surgeries be kept on the blade protector tray for protection and removed only from the blade protector tray just before presenting it to the surgeon for the incision step. No further issues were observed for the remainder of that day¿s surgeries. (B)(4).